Event description:
It was reported that this right ventricular lead exhibited low out of range pacing impedance measurements. A system revision was scheduled for the near future. At this time, this lead remains in service. No further adverse patient effects were reported.